Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer states that insulin pump had hardware low level failure alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. The pump alarmed hardware low level failures during the self test, was received with the same audio volume when switching from level 1 to 5, and hardware low level failures is found in the downloaded history file due to broken trace at pin 1 (vdd) u1 on the keypad assembly.